Event description:
It was reported that the atrial setscrew of the attempted implantable pulse generator (ipg) could not be tightened. The setscrew was removed and reset with the same result. The ipg was replaced successfully with another ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the returned device indicated a loose or detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.